Manufacturer narrative:
Unique identifier (UDI) #(B)(4). This event occurred in (B)(6). The field service representative replaced the rinse tube, which appeared to solve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca calcium results for 2 patient samples on a cobas 8000 c (701) module. Sample (B)(6): the initial result was 1.71 mmol/l and the repeated result was 2.16 mmol/l. Sample (B)(6): the initial result was 1.71 mmol/l and the repeated result was 2.34 mmol/l. The customer repeated samples due to discovering low calcium results. The results were reported outside of the laboratory. The repeated results were performed on another instrument. The reagent lot number and expiration date were requested but not provided.